Manufacturer narrative:
Date sent: 02/19/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lung resection, on the second firing, the device stapled only on one site of the staple line. Another device was used to complete the case. There was no consequence to the pt.